Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.